Event description:
Customer stated the aligners caused damage to their teeth and gums, including persistent pain, bleeding gums, and part of a molar broke. Contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.